Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the therapy was turning off by itself; the patient would turn on the implantable neurostimulator (ins) on and about five minutes later, she would stop feeling the stimulation. When the patient checked the ins status, it was off, so she turned it back on but then it would turn back off again. The patient also reported that she recently charged the ins and it was showing only the first quartile left the following day, but usually the charge lasts for four to five days. There were no reports of falls/trauma or programming changes and the patient was scheduled to meet with their healthcare professional (hcp) in feb 2018. There were no further complications reported or anticipated.